Event description:
A site reported that a unit had a pinched monitoring cable. The site further reported that a patient experienced harm, however, the extent of harm is unknown. At this time, it is not known if the patient harm was related to the damaged cable. Attempts are being made to obtain additional information. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
(B)(4), patient information is considered confidential and will not be released by the hospital.